Manufacturer narrative:
Device returned 6/10/2025. Investigation summary the reported complaint of air bubbles was not confirmed on the returned set. During visual inspection, the safeset reservoir was returned separated from the rest of the set. When the distal end of the safeset reservoir was microscopically examined, a part of the one- way stopcock connector was still inside the safeset reservoir. The one- way stopcock connector was not returned for evaluation. The connector which is inside the distal end of the safeset reservoir had plastic deformation and a cold form damage with stress marks on the side. According to the customer¿s complaint, it is unclear at what point during the procedure the separation occurred. The probable cause of safeset reservoir separation had occurred due to unintentional bending and twisting forces applied during use. Since the set was returned broken (safeset reservoir), a complete analysis for air bubbles, air ingress, or leaks could not be performed. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. The investigation is pending.

Event description:
The event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves where the customer reported that blood test was taken from radial arterial catheter on the patient. The customer stated that they suck up the "purge" with the closed system syringe, return 8ml of blood + air in the syringe in a normal manner (without forcing). The customer then took the blood test as close as possible to the patient with a 5ml luer lock syringe. When re-injecting the purge, the healthcare professional said that they wondered about the quantity of air present and then pointed the tip of syringe towards the ground so that the air bubble ends up at the bottom of the syringe. When placing the sampling syringe on the tap closest to the patient: we heard a ¿pressure/suction¿ air noise. The customer then reinjected the purge for fear that it will coagulate, taking care to stop before the air is present in the syringe. The customer stated she looked for colleague nurse (nurse 2), she states that it's normal, it's a closed system so one can reinject when there is air. Nurse 2 looks at circuit, sees that there was a lot of air: around 6-7cc at the end of the event, micro air bubbles in the tubing as close as possible to the patient and that this is not normal. Nurse 2 took a syringe by connecting as close as possible to the patient, closes the tap on the patient side. Nurse 1 took the syringe from the closed system and pushed the air so that it is drawn into syringe 2. The air is pushed out of the syringe from the system and collected in the syringe near the patient. Clinical consequences: nurse 2 removed the syringe, at which time a "pressure/suction" noise was heard and they noticed a few air bubbles in the tubing, nurse 2 closed the system while awaiting doctor's instructions. At the time of the pressure/suction noise, the patient stated ¿I have a headache.¿; - ocular revulsion initially (pupils size 2 reactive) + glasgow 12 (no verbal response, responds with head signs); - vomiting (food ae switching to ng tube paused) - the patient was placed on her side then head raised. No anomalies were noted on the scope during the event. The patient stated that she could not longer see anything (a black veil for 10 minutes); - echography by doctor + intern. Verification by 2 nurses of the connected system: all the taps were well screwed in, well closed); - the arterial catheter was removed and there were no consequences afterwards. There was patient involvement and no blood loss that was considered clinically significant. However, there was a need for additional medical intervention.